Event description:
The patient signs/symptoms were noted as "worsening spasticity". It was indicated that the cause of the event was unknown; likely the catheter. The pump and catheter were replaced. It was noted there was no injury. The patient was "unhappy" that the "doctors office switched over to gablofen".

Event description:
It was reported that they were able to aspirate the pump's reservoir, but were unable to fill it completely. The healthcare provider was able to get 24 ml into the reservoir. The patient had experienced a change in therapeutic effect especially increased baseline spasticity. A urinary tract infection was further noted. This was the first occurrence; and the patient's symptoms occurred during a normal pump refill cycle. A dye study performed "last week" showed the catheter as being patent. Additional information has been requested, but was not available as of the date of this report. Drug delivered via the system was lioresal.

Manufacturer narrative:
Catheter model: 8709, (B)(4), implanted: 2008-(B)(6), explanted: unk.

Event description:
Additional review indicated that the health care provider pull out 14.6 ml out of pump when they expected there was 14.1 ml in the pump.

Manufacturer narrative:
(B)(4).